Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer noticed in the alarm history there was an alarm for off no power. Customer states they did not receive a low battery alert prior to the off no power alert. Troubleshooting was performed and device return is not indicated.